Event description:
The reporter stated a three piece silicone lens, model number aq2010v haptic tore off prior to insertion into the eye. No patient contact.

Manufacturer narrative:
Eval results: visual inspection of the returned product found a haptic torn off and stuck in the cartridge. Visual inspection of the cartridge found no visible damage to the device. There was evidence of clear surgical residue. It should be noted that the injector was not returned for evaluation. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined.